Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 7.9 inr and 4.3 inr on the coaguchek xs system. Caller (patient's daughter) stated she would advise patient to hold her coumadin dose based on the reported results. She was advised to talk to the patient's doctor. No adverse event reported. Requested return of suspect system; replacement was sent.

Manufacturer narrative:
The suspect product was not returned. No further information is available at this time.